Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 07/18/2023, it was reported by a sales representative via sems that an ar-9800 synergy rf console had an issue. Tried two different apollos, delivering too much power and firing up in the joint. Afraid to keep using it and rather have it replaced. Noticed during the case, with no patient harm or adverse event. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On 8/8/2023, the sales representative provided the following information via email and phone: this occurred during a shoulder scope/rcr procedure. They did not check for overheating on the console itself, and there were no error messages present. They opened two ar-9811 apollorf mp90, aspirating ablators with an unknown lot number. They started to use the first apollo for a short time for ablation, and then the surgeon stopped using the device as it was too powerful in output. He then opened the second apollo, started to use it for a short time for ablation, and it also was too powerful, so the surgeon stopped using it. He then used a shaver handpiece and a shaver blade with unknown part numbers to complete the procedure successfully with no impact to the patient or the staff and no case delay. The two apollos did not overheat and were discarded by the facility, no pictures were taken.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. Per dfu-0242-7 rev. 0: "7. Always keep the tip of the active rf probe completely immersed in conductive irrigation fluid (saline, ringers¿ lactate, etc.), regardless of the type of arthroscopic surgery being performed. Do not use pre-warmed conductive irrigation fluids as this may result in tissue damage or thermal injury. 8. A continuous flow of irrigation fluid is necessary during use of the apollo probes. Fluid flow assists in removing tissue debris and reducing the intra-joint temperature between activations. Rf probes utilized in stagnant fluid can result in heated irrigant in the joint, which can result in tissue damage inside the joint, skin burns near portals or result in damage to the probe. 9. For rf probes, failure to attach the suction adapter to an external suction source may cause thermal injury to the patient or user. 10. The rate and depth of tissue ablation can be affected by a number of contributors, such as, but not limited to the style of rf probe selected, the synergyrf console power setting, amount of pressure exerted on the target tissue by the rf probe tip, and the speed that the rf probe is moved over the target tissue to be ablated.".